Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic and in distress. It was reported that the right ventricular (rv) lead exhibited loss of capture and a lead warning for high impedance. It was also reported that there was a high number of ventricular high rate episodes due to oversensing of noise. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.